Event description:
It was reported that approximately three years post chronic catheter placement, the catheter allegedly had a leak when injecting the drug. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The complete circumferential break on the distal end of the catheter body edges were noted to be uneven and surface was noted to be glossy with striations throughout. Upon the infusion and aspiration there was no leak observed. Therefore, based on investigation reported leak allegation is unconfirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post chronic catheter placement, the catheter allegedly had a leak when injecting the drug. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.